Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It should be noted that the xact instruction for use (IFU) states: do not use the product after the use by date specified on the label. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for use after expiration reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that on (B)(6) 2014, the procedure was to treat a lesion in the right carotid artery. The 10.0mmx40mmx136cm xact stent implant was successfully deployed without any reported device or procedure issues. However, it was noted that the stent implant was deployed past its labeled expiration date of 31-october-2014. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.